Event description:
It was reported that the patient's right knee was revised due to instability. A 5x9 insert was revised to a 5x14 insert. Rep confirmed that no implants were reported as loose or broken, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.